Event description:
It has been reported to co that during the procedure, the physician advanced the catheter with the wire up over the aortic arch, he then removed the wire, and noted that the catheter failed to cross the aortic valve and reportedly had doublebacked on itself. He then inserted the wire once again in an attempt to straighten the catheter but was unable to do so. At this point, he attempted the removal of the wire and catheter, however, the tip of the catheter broke off in the pt at a site near the aortic valve. The pt underwent a surgical procedure for the removal of the tip fragment and was listed in stable condition. The device is being returned for co's evaluation.